Event description:
Boston scientific/target was notified that after post stent deployment only two markers were visible on the distal end of the neuroform microdelivery stent. The physician was unable to accurately identify the stent position in the vessel. Multiple angles were tried in order to view or identify all four markers. It appeared that only two markers were identifiable. The physician ensured stent was properly positioned and opened at the distal end. The result of the outcome was incomplete and the pt suffered a stroke post stent placement. The pt remained in the hospital with a poor condition.